Manufacturer narrative:
Additional information: b5, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the colectomy, a circular stapler was used for anastomosis between the rectum and the small intestine. After the procedure, a leak test was conducted, and both donuts were checked, appearing intact. However, eight days post-operatively, the patient showed signs of infection and was returned to the operating room where it was discovered that half of the anastomosis had opened and dehisced, and feces were present in the abdominal cavity. The anastomosis was leaking content. The surgery concluded with the creation of an ileostomy.

Event description:
It was reported that during the total gastrectomy procedure, a circular stapler was used. After the procedure, a leak test was conducted, and both donuts were checked, appearing intact. However, eight days post-operatively, the patient was returned to the operating room where it was discovered that the entire anastomosis had dehisced, and feces were present in the abdominal cavity. The anastomosis was leaking content.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.